Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call tha the insulin pump was on suspend mode but the insulin pump did not alert her of that. The patient's blood glucose then increased to 424 mg/dl due to the insulin pump being suspended. Troubleshooting was initiated for the beep anomaly. The self test was performed and the device beeped during the tone test. The insulin pump was not returned for analysis.